Event description:
Customer reported via phone call to have received a button error alarm. Customer reported to have been sweating while walking and wore insulin pump in bra. Customer's blood glucose was 179 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.